Manufacturer narrative:
Ge healthcare¿s investigation into the reported occurrence is still ongoing. A follow-up report will be issued when the investigation has been completed. Device evaluation anticipated, but not yet begun.

Event description:
The hospital reported that, at start of an emergency case, the clinician was unable to manually ventilate the patient. The patient was reportedly disconnected from the anesthesia machine and switched to an ambu bag with an oxygen cylinder. During the transition, the patient reportedly coded. Resuscitation measures were taken, and were successful. During the process of intubation, the patient coded again and was successfully resuscitated. The flow sensor module was replaced and the patient was reconnected to the anesthesia machine. The case continued with no further reported complaint.

Manufacturer narrative:
A ge healthcare(gehc) service representative arrived at the facility to perform a checkout of the equipment. The flow sensor module that was used during the case had been removed. The gehc service representative performed a checkout of the equipment with the replacement flow sensor module and found the equipment to function within manufacturer¿s specifications. The original flow sensor module was inspected. It was noted that the pressure tubing was broken off and appeared to have been sheared off. The damaged flow sensor module was installed on the machine and a checkout was performed. The unit was found to fail the preoperative checkout with a 6.25 lpm leak, however, mechanical and manual modes of ventilation could be maintained, despite the leak.